Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+1.5/086 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens on (B)(6) 2021 and the problem was resolved. Cause of the event was unknown.